Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis was not completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed an infection after undergoing an unspecified neck surgery in which vascu-guard was surgically implanted. The cause of the infection was unknown. The indication for the surgery was not reported. No further detail was provided regarding the use of the vascu-guard during the surgery. Reportedly, there was no issue with the product noted before use. Subsequently, approximately two and one half weeks after the surgery, the patient developed a staphylococcus infection at the surgical site. As a result, the patient underwent another surgery in which the neck wound was re-opened and left open while the patient was treated for six weeks with unspecified antibiotics (dose, frequency, and route not reported). Further outcome of the infection was not reported. No additional information is available.